Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed after the cassette was connected. The event occurred during use on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.